Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarms 05 and 06 occurred. Reportedly, the customer had followed the prompts during the load sequence and the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was around 250 - 350 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarms.